Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician went in with trellis device starting distally in proximal popliteal artery. Ran device for 10 minutes, device was working fine. Relocated balloons proximally, tried to turn device on and noticed wire was not moving. Extracted device from patient and found out aggitation wire had broke. No patient injury is reported. Evaluation summary: upon examination of the sample, dispersion wire was observed damaged into 3 segments. The dispersion wire was damage at the tip of the hypotube, and dispersion wire was damaged at the butt-joint are. The other broken segments (sinusoidal wave) remain inside the catheter at the treatment area. Multiple kinks were observed on dispersion wire at multiple locations. Functional testing on odu was performed. The odu switch was turned to on position, however, there was not movement of the motor (would not rotate). It appears that the battery life was drained. No kinks observed on catheter shaft. The dispersion wire was confirmed to be broken (damaged).